Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during procedure the customer identified damaged tip and wire in the prograsp forceps instrument. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no material missing. A broken cable was found during surgery. The instrument will be returned. There are no images or videos available.